Event description:
A medtronic representative reported that, while in a l4-l5 spine fusion, CT+fluoro procedure the surgeon alleged a 2-5mm inaccuracy when registering the pre-op images to the fluoro images. The surgeon registered l4 and the spine reference frame was attached to s1; then registered only on l4, adjusting the bounding boxes closely to the vertebral body. The surgeon continued placing the right l4 screw using the c-arm, then moved to the right side of l5. When attempting to register l5, using the same pre-op and fluoro images, the entire vertebral body was included, however, after merging the exams was finished, the l5 vertebral body was inaccurate by approximately 2mm. The registration of l5 was re-started, boxes were expanded but the registration check, appearing accurate on the spinous process, showed inaccurate approximately 3mm cephalocaudal on the l5 vertebral body; this screw was placed using the c-arm. The surgeon opted to discontinue the use of navigation and continued placing screws with the c-arm.

Manufacturer narrative:
The site declined to provide patient information, referencing canadian privacy laws. Software engineering analyzed exams which provided no technical issue to point to the root cause of the complaint, therefore, unable to determine root cause. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Software upgraded; installed media io version 3.1.6. Checked navigation accuracy using a scanned resin head in synergy cranial as this would show any camera issues. Navigation accurate.